Event description:
Patient reports an issue with their freedom 60 pump (serial: unknown). Patient states pump stopped in the middle of the infusion. Patient did not miss any infusion but requesting new pump for future infusions. No missed doses or adverse event(s) reported due to product issue. Pharmacy to replace pump. Patient sent return material for pump associated with event. No further info or dates known. Reported to (B)(6) by: patient/caregiver.